Event description:
It was reported that the patient experienced trace diffuse lamellar keratitis (dlk) in the right eye with mild debris in interface and inferior epithelial defect with mild defect, mild debris and trace dlk in left eye following laser vision correction surgery. Post ¿ operative information: 2 days, visual acuity (va): od: 20/20- os: 20/30-. 9 days, od: mild interface debris ou, visual acuity: od: 20/30- os: 20/20-. Unknown date, od: mild debris in interface, trace diffuse lamellar keratitis (dlk), os: 2 mm + 1 mm inferior epithelial defect (ed), mild debris, trace dlk, visual acuity: od: 20/20- os: 20/30-.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir system. All pertinent information available to abbott medical optics has been submitted. Placeholder.